Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted (B)(6) 2008. 694045 lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to a number of short interval counts (sic). There were some episodes that showed noise and isolated t-wave oversensing (twos). It was noted that the patient works with power tools. The lead remains in use. No patient complications have been reported as a result of this event.